Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well. Blood cultures were taken and came back positive for an infection. The patient¿s implantable cardioverter defibrillator (ICD) system was explanted. It was noted that endocarditis and vegetation on the lead was observed. No further patient complications have been reported as a result of this event.